Event description:
It was reported that during procedure, screw broke and tulip head popped off. There was a surgical delay of 5 minutes. The surgery was completed successfully. No adverse consequences to the patient have been reported.

Manufacturer narrative:
Method: nc/CAPA history review, labelling review, risk assessment result: the reported event was confirmed to have occurred. The screw was disposed of and not available for return. Therefore, the device evaluation could not be performed. Manufacturing records for this product were not reviewed because no lot was provided it was reported that the screw holes were prepared as recommended by surgical technique guide and that the patient had hard bone. Conclusion: the probable root cause is hard bone of the patient. Device was not returned.

Event description:
It was reported that during procedure, screw broke and tulip head popped off . There was a surgical delay of 5 minutes. The surgery was completed successfully. No adverse consequences to the patient have been reported.